Event description:
Ous MDR - it was reported; "lead defect with progressive increase of the threshold as well as the stimulating impedance." The physician decided to cap and replace the lead. The patient was born in 1944. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.